Event description:
On (B)(6) 2006, the pt was treated for a ruptured descending thoracic aortic aneurysm and implanted with gore tag thoracic endoprosthesis. The pt tolerated the procedure. On an unk date in (B)(6) 2011, an unk endoleak was detected. No aneurysm enlargement was reported. On (B)(6) 2011, the pt underwent reintervention for a suspect proximal, and distal type I endoleak. Two add'l conformable gore tag thoracic endoprosthesis were placed proximally and distally within the previously implanted devices. Intraoperative images were unable to determine the cause, type or origin of the endoleak. On (B)(6) 2012, f/u computed tomography (CT) still determined an endoleak of unk origin; but suspected of being a type iii endoleak originating from the overlap area of the originally implanted devices. On (B)(6) 2012, the pt underwent reintervention and a conformable gore tag thoracic endoprosthesis was implanted at the overlap zone. The pt tolerated the procedure.

Manufacturer narrative:
Please note: add'l device related to this event tag3715/unk. A review of the mfg records for the device(s) was not conducted as the device lot number(s) were unavailable. The gore tag thoracic endoprosthesis, instructions for use (IFU) states: use of the gore tag thoracic endoprosthesis has not been studied in the following pt populations: unstable ruptured aneurysms. Additionally, the IFU states: adverse events which may require intervention and/or conversion to open repair include, but are not limited to: endoleak.